Event description:
As reported, during endovascular coiling procedure, physician advanced 7x30 coil into left cc fistula for embolization. Physician prepped coil in accordance with product instructions and received a green light on the enpower control box. When physician attached cable and coil, the green light did not illuminate after several attempts. Physician swapped cables and coil continued to be unresponsive. Physician carefully removed coil and placed in biohazard bag for inspection. Physician swapped to another 7x30 coil which detached without incident. The microcatheter used was prowler lpes straight. Anatomy was low tortuosity. Physician repositioned the coil two times before attempting to detach. No patient injury resulted.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
During a left carotid cavernous fistula embolization when attaching the cable to the 7 mm x 30 cm helipaq 18 cerecyte microcoil ((B)(4)) for detachment the green light did not illuminate. After several attempts, the cable was exchanged; however, the coil remained unresponsive. The coil was carefully removed and another 7x30 coil was used and detached without incident. It was reported that there was no patient injury. Prior to the event, the coil was prepped in accordance with the product instructions and received a green light on the enpower control box. The coil was delivered via a prowler select lpes straight. The anatomy had low tortuosity and the coil was repositioned two times prior to the attempt to detach. No further information is available. The device is not available for analysis. Based on the available information and without the return of the device for analysis no definitive conclusion can be made regarding the root cause of the reported event. However, based on the report that the device passed the pre-deployment test, it appears that procedural factors may have contributed to the failure to detach the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.